Event description:
Product : band-aid brand adhesive bandages manufacturer: johnson & johnson product lot# lot3120b. Pt complaint: pus filled bumps on arm when band-aid was removed. Reason for use: blood drawn by lab technician.